Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. The distributor alleged that there was a pressure spot on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: during testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. No battery or cartridge caps were returned with the pump. A test battery cap was used to complete all testing. The complaint that there was a pressure spot on the display screen was not able to be duplicated during investigation.